Manufacturer narrative:
(B)(4) exact date of event is unknown.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, two years later, the aneurx stent graft had migrated distally 4 cm and that there was a proximal type I endoleak. The physician elected to modify (cutting off the contralateral limb, the cut side was implanted in the right side) and implant another manufacturer's stent graft, the migration and type I endoleak were resolved. The patient also received bilateral renal stents. Five years later the physician implanted coils in the proximal neck for a recurrent proximal type I endoleak from the other manufacturer's stent graft. Approximately one month ago the angiogram revealed that there was right iliac limb was partially occluded. The other manufacturer's cut contralateral limb stent has become separated from the fabric and the stent was sitting crossways at the bifurcation to the iliac limb, impeding the blood flow through the aneurx right iliac limb. The physician elected to convert the patient to an aui with an endurant 36x14x102 aui stent graft and an endurant 16x16x82 iliac extension. Per the physician the cause of the proximal type I endoleak and migration was reported as disease progression with aortic neck dilatation. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.